Manufacturer narrative:
MDR 9618003-2019-05146 / device 9 of 9. Initial reporter: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported "foreign body found on the dressing. " the product was not used on or by a patient. Photographs depicting the reported complaint issue were provided by the complainant.